Manufacturer narrative:
The customer contacted a siemens customer care center and reported a discordant, falsely elevated total human chorionic gonadotropin (total hcg) patient result was obtained on advia centaur xpt instrument. Quality controls were within acceptable ranges prior to the discordant result and there were no system errors. A siemens customer service engineer (cse) was dispatched to customer's site. The cse performed a system check. The cse also checked the sample and reagent probe alignments, luminometer dark counts, wash station performance, acid and base dispenses and cleaned the cuvette ionizer. No system issues were identified other than the solid waste chute needed to be replaced. The cse replaced the solid waste chute and ran a precision check with quality control, which resulted within acceptable ranges. There was no evidence that an instrument malfunction contributed to the discordant result. Siemens suspects that a sample quality issue contributed to the falsely elevated total hcg result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on a patient sample on a advia centaur xpt instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument twice. The repeat results were lower than the discordant result. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant total hcg result.